Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2009-(B)(6). Concomitant product: 4193 iplantable pacing lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device had possible longevity battery issue. It was also reported that the left ventricular (lv) lead had elevated threshold. Therefore the device was removed and replaced with a new device and the lv lead remains in use. No patient complications have been reported as a result of this event.